Manufacturer narrative:
(B)(4). Retained samples of the same lot were inspected visually and for their ph. In addition, one electrodes was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. Most symptoms described match an allergic reaction. The "white liquid residue coming from the skin" might have come from the blisters (whelping) or been a residue from the lotion used prior to attaching the electrodes. No conclusion regarding the cause of the irritation can be drawn. Device not returned.

Event description:
On (B)(6) 2016, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model sbw55) and a verit ECG machine (serial # (B)(4)) had been used in a cem monitoring procedure with a planned duration of 28 days. The patient's skin type was described as dry, no hair and the body type as petite built. The skin was cleaned with "body wash and water", not shaven, not disinfected, and dried. A lotion was used as ointment. The patient reported the electrodes were causing "severe itching, whelping and white liquid residue underneath the entire electrode (...) During the treatment / study". The irritations appeared above and below the breast. The patient went to a doctor. "The doctor suggested benadryl but"she didn't take it".